Event description:
It was reported that a clinical study patient experienced a superficial wound healing disorder in the lateral pole of the right frontal wound as well as at the medial pole of the left supra-auricular wound. The patient noticed that crust had formed in a small area of his head and it did not go away. Antibiotics were prescribed to the patient and the event resolved. The event has been deemed related to the procedure and not related to the device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads; upn: m365db220330c0; model: db-2203-30c; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that a clinical study patient experienced a superficial wound healing disorder in the lateral pole of the right frontal wound as well as at the medial pole of the left supra-auricular wound. The patient noticed that crust had formed in a small area of his head and it did not go away. Antibiotics were prescribed to the patient and the event resolved. The event has been deemed related to the procedure and not related to the device. Additional information was received on 31oct2022 indicating that this event was not caused by the device or procedure.